Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "handpiece would not prime" (failure to prime). A nurse reported the phacoemulsification handpiece would not prime. There was no patient impact other than a 10 minute delay. Additional information was received. The nurse reported during a combined procedure, the priming of the handpiece had difficulty. It failed three times before successfully priming.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. Preventative maintenance was performed on the system. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).